Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release from the delivery catheter system (dcs), the valve moved ventricular resulting in moderate-severe paravalvular leak (pvl). A second transcatheter bioprosthetic valve was advanced through the first valve and was deployed 10 mm higher than the first valve, resolving the pvl. No adverse patient effects were reported.